Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: birth control. Concomitant products included cholecalciferol (d3) since 2016, iron since 2016, magnesium since 2016 and potassium since 2016. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced cyst ("cysts/chronic cysts"). In (B)(6) 2010, the patient experienced abdominal pain lower ("lower abdominal pain") and back pain ("lower back pain/back pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, cyst, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal pain lower, back pain, cyst and pelvic pain to be related to essure. The reporter commented: she received treatment for pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: essure confirmation test not specified. Result: bilateral occlusion/total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2019: pfs received: case was upgraded from other event to incident. Event was added- lower abdominal pain and lower back pain/back pain. Reporter and product information was added no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.